Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were issues with the external pulse generator (epg) battery compartment door which would not recognize batteries and the epg was shutting off. The epg was returned for service. There was no patient involvement.

Event description:
It was further reported that the battery drawer of the epg was not secure.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that there were issues with the external pulse generator (epg) battery compartment door which would not recognize batteries and the epg was shutting off. It was noted that the epg failed the incoming "atrial pace pulse noise" functional test and that the main printed circuit board (pcb) was out of specification electrical. It was also noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional evaluation was carried out, the main board was assembled into a golden unit , functional testing was carried out on automated test console. The device failed atrial pace output noise test. Benchtop analysis was carried out, the main board was assembled into a golden unit, atrial pace pulse noise was measures using o-scope. Atrial pace pulse noise measured within the requirements of the pace pulse noise test specification. The high measurement on the automated test console was due to noise from the automated test console combining with the device noise. If information is provided in the future, a supplemental report will be issued.